Manufacturer narrative:
(B)(4). Mfg. Date: (B)(6) 2015. As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap contained no betadine. This was noted before use and the product was discarded. The sponge was dry and white in color. There was no visible damage to the foil pouch before it was opened. There was no patient injury or medical intervention reported. No additional information is available.